Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of over 600 mg/dl. The customer was treated with intravenous drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had not alleged that insulin pump was under delivering. Customer reported that the drive support cap appeared to be normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor or deep scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker. (B)(4).